Manufacturer narrative:
Date of event: the exact event onset date is unknown. The provided event date of (B)(6) 2021 was chosen as a best estimate based on the additional information indicating that the procedure was performed in (B)(6) 2021. (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an obtryx system - curved device was used during a pubovaginal sling procedure performed in (B)(6) 2021. During the procedure, the association loop detached upon hooking it to the needle causing the mesh unable to be pulled through. The procedure was completed with another obtryx system - curved device. There were no patient complications reported as a result of the event. The condition of the patient following procedure was good.

Event description:
It was reported to boston scientific corporation that an obtryx system - curved device was used during a pubovaginal sling procedure performed in (B)(6) 2021. During the procedure, the association loop detached upon hooking it to the needle causing the mesh unable to be pulled through. The procedure was completed with another obtryx system - curved device. There were no patient complications reported as a result of the event. The condition of the patient following procedure was good.

Manufacturer narrative:
Correction: block a3. Block b3 date of event: the exact event onset date is unknown. The provided event date of (B)(6) 2021 was chosen as a best estimate based on the additional information indicating that the procedure was performed in (B)(6) 2021. Block h6: device code a0501 captures the reportable event of association loop detachment. One mesh sleeve with dilators and association loops were returned for analysis. A visual examination of the returned device revealed that the one of the dilators had become separated from the sleeve and the seal at the end of the sleeve was also separated. The detached dilator was returned and appeared to have marks in the polymer caused by the teeth of a grasper tool when it was attempted to pull out. The reported complaint of association loop detachment was confirmed. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution. Based on the analysis of the returned device, it is likely that the physician used excessive force which resulted in the detachment of the association loop. Additionally, the teeth marks found on the dilator provide evidence of use and evidence that a grasper tool was used to pull/manipulate the dilator. Therefore, the investigation concluded that the most probable cause for this event is unintended use error, indicating that interaction between the user and the device caused or contributed to the error. A labeling review was performed and, from the information available, there was no evidence that the device was not used in accordance with the directions for use (dfu) / product label.